Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included the device successfully displaying ECG without any issues while using test leads. A 12-lead acquisition was completed without any problems. No issues were detected with the display or power functionality during testing. The accessories were not returned for evaluation. In the absence of a specific event date, all available logs were reviewed. Troubleshooting activity was observed, including repeated disconnection and reconnection of the 12-lead cables by the operator. No power-off events were logged, suggesting that the reported blank screen was unlikely due to a power issue. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.